Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The customer reported that an abbott prism xy axis motor driver pcb (printed circuit board) failed when the sample manager stopped, followed by the appearance of smoke. The prism instrument was powered off. The field service engineer performed troubleshooting to determine the cause. The issue was resolved by replacing the xy axis motor driver board in the x position at the customer site. Review of the abbott prism system risk management report and abbott prism operations manual determined, hazards, have been addressed with respect to this event. The abbott prism service and support manual describe how to perform pcb, xy axis motor driver replacement and how to perform operational verification. Review of 12 months of ticket trending data did not identify any adverse trends related to the xy axis motor driver board. Review of the device history record for prism xy axis motor driver board was performed and no non-conformances or deviations were identified for the xy axis motor driver board. Based on the evaluation results, no product deficiency was identified.

Event description:
While testing with the abbott prism analyzer, the customer noticed visible smoke coming out of the top of the analyzer after the sample manager stopped running. The customer turned the analyzer off and waited for abbott field service engineer to check the analyzer. No injuries were reported and no impact to patient management was reported.